Event description:
Failed auto suture endo gia. It deployed the staples, but still bled. Bleeding was resolved after opening endo clips and another 5mm port for access. This extended surgical time by at least 25 minutes. Extra irrigating. Copious amounts of nacl were used for irrigation.